Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, delamination. Leak test was performed and found opening on posterior and delamination on diaphragm valve. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on posterior side. And also identify delamination in the diaphragm valve. Based on the device analysis the final assessment is: a striated edge openings on posterior side due to surgical damage; delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.